Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced a skin reaction which occurred the same day the sensor had been inserted in his arm. The site had been prepped with alcohol prior to sensor insertion. He developed redness and inflammation at the needle puncture site. No photo of the reaction was provided. The patient visited his physician on (B)(6) 2023 and was prescribed an oral antibiotic, ibilex. At the time of the report, he stated that he was doing fine, but his arm was feeling sore and hot to the touch. No additional patient or event information is available.